Event description:
Procedure type: stress urinary incontinence. According to the reporter: pt reports experiencing pain and infection. Product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).